Manufacturer narrative:
Unit passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. All buttons functioning properly. However, found moisture damage on the keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window, broken battery tube threads and cracked case at reservoir tube window corner. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. They were gardening the night before and their pump said button error and the buttons were not responding. The customer did notice that a piece of plastic broke off of the area where the battery goes and they had to tape it back on. Customer¿s blood glucose was 45 mg/dl and tried to treat by drinking some juice. The customer said that they felt very upset and frustrated. After troubleshooting, customer was advised that insulin pump would need to be replaced. The pump will be returned for analysis.